Manufacturer narrative:
Patient information is unknown. Date of event is unknown. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. No patient involved. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an initial open reduction and internal fixation surgery of the ankle on (B)(6) 2018, the handle of a stardrive (tm) screwdriver t15 crumbled into little pieces. This occurred while tightening the screws. Fragments were generated but none entered the patient and the surgical site was washed off for reassurance. Another synthes stardrive screwdriver was used to complete the case. There was no surgical delay, x-rays were taken but not available, the surgery was completed successfully and the patient outcome was satisfactory. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Date of event is (B)(6) 2018. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant medical products: screws (part# unknown, lot# unknown, quantity unknown).

Manufacturer narrative:
This date was reported as 1/22/2018 incorrectly in report (B)(4). The correct date should have been 03/02/2018. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.